Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the laparoscopic cholecystectomy loss of pneumoperitoneum was noticed by the surgeon. It was discovered that the trocar top seals were split and leaking. All of them, two five millimeter and two eleven millimeter. Trocars were removed and a new kit was opened. The trocars came from a fdc10 kit. There was no consequence to the pt.